Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female had a rash. The patient's rash looked like a burn and was located under the ECG electrodes, therapy electrode pads, and the garment. The patient's physician prescribed the patient an antifungal cream to use on the rash. Follow-up revealed the patient had discontinued use of the device. The medical outcome of the rash is unknown.